Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after skipping the fill tubing step during a supply change on a cartridge and infusion set and not announcing a snack; an agent subsequently guided the user to properly fill the tubing and cannula, after which insulin delivery resumed and glucose began trending down from a peak of 302 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding correct infusion set and connector setup and resumption of insulin delivery. Investigation of this case revealed user setup error with the infusion set and connector leading to impaired insulin delivery and high glucose. It was concluded, based on previously established findings for similar reports, that user error during infusion set tubing fill and missed meal announcement caused the event.